Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated the low readings by eating breakfast. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that there is condensation under the lcd screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.